Event description:
It was reported that pump displayed cartridge change error, and customer declined to provide information about blood glucose levels. There was no reported impact to the customer¿s blood glucose level. Customer support instructed caller to remove cartridge, inspect o-ring, and clean pneumatic tap area after removing extra o-ring, after which caller followed on-screen instructions, successfully loaded cartridge, and resumed insulin delivery.